Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seventy three (73) vented high-volume inlets had oil stains on the spikes (described as 'needle part''). The issue was noticed prior to patient use. There was no patient involvement. No additional information is available.